Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein the lead fragment was explanted to address the issue.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number:1627487-2025-02632, 1627487-2025-02633, and 1627487-2025-02643], the right l4 lead fractured and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.